Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Physician notified intrinsic about a patient who had what appeared to have a migration of the occlusion component (mesh) into the spinal canal. The physician who saw the patient was contacted and stated, "hi! The original implantation date was (B)(6) 2022. The patient did not have a specific injury or incident to cause this. Last xr in july 2023 showed stable implant. He had one 2-3 week span of midline axial back about two months ago. And then in the middle of march had left low back pain with left leg symptoms which felt similar to his preop symptoms but these improved after a few days. The plan right now is to update MRI lumbar spine and then go from there since his symptoms have improved"